Manufacturer narrative:
(B)(4).

Event description:
It was reported that two programmers had been used and each was giving invalid telemetry. The appropriate application or programmer was being used and there were no potential sources of electromagnetic interference present. The hand was not positioned over the programming head and the telemetry head was correctly positioned over the pump. There was not a medical problem. The magnet was not being used and the telemetry head was extended from the programmer. There was a discussion regarding an x-ray for pump positioning. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).